Event description:
It was reported that the patient had his artificial urinary sphincter removed due to recurring incontinence. A new artificial urinary sphincter consisting of a 4.0 cm cuff, pump, and balloon were implanted. Additional information received indicated the began to experience symptoms in (B)(6) 2018. The suspected cause of the recurring incontinence was wear and tear as the device was greater than 10 years old, along with urethral atrophy. This lead to insufficient closing of the urethra with the cuff inflated. X-ray of the new device filled with contrast, showed no abnormalities.